Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer's family member reported that the patient had some issues and the ins battery was getting low. The patient was handicapped and hospitalized on easter sunday. They turned the device off because they had to catheterize her. The hospitalization threw the patient off. She normally went 2 times at night but she had been getting up 4 times a night and at the time of report, she got up every hour. They were concerned because the patient was not sleeping well and it may lead to other immune problems. They had been in contact with the manufacturers' representative (rep) and they were instructed to change programs but it did not resolve the problem. The patient was not due to go where the rep was until mid-(B)(6) but they did not think the patient could make it till then to have concerns addressed. The symptoms got worse over time however, it was unclear if the onset was sudden or gradual. The symptoms started after the patient was released from the hospital towards the beginning of (B)(6) 2016. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.